Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13feb2020.

Event description:
The customer reported that the ventilator does not pass est (extended self test). There was no patient involvement. The manufacturer's international service technician evaluated the device and found that the ventilator produced the "relief valve cracking pressure out of range" diagnostic code. The service technician replaced the pcba (printed circuit board assembly) and the pressure relief valve. The reported problem was resolved. The ventilator was calibrated successfully and passed all required testing.